Event description:
It was reported that ever since the patient got the implant, she had positional issues with how she felt stimulation. The stimulation would cut off and on. She had to sit in one position in order for her to feel stimulation consistently. The patient wanted to meet with a manufacturing representative (rep) to check the device and resolve it. An appointment with a rep was scheduled for (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# v(B)(4), implanted: (B)(6)2014 product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension (B)(4).